Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during interrogation of the device, sensed atrial/ventricular pacing spikes were detected which aggravated the disease condition. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.